Manufacturer narrative:
Lot #: device lot # is unavailable. Device expiration date determination is dependent on the lot# and therefore unavailable. Manufacture date: device manufacture date determination is dependent on the lot# and therefore unavailable.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove 3 leads due to infection. This was an extraction of a sjm biv system placed in 2012. The patient presented with a pocket infection and was scheduled for total lead removal. The patient was prepped for open heart and two femoral venous sheaths placed. One for temporary pacing and the other for the bridge rescue balloon. This patient had a virgin chest so a femoral arterial line was not placed for fem fem bypass. All leads were prepped with a spectranetics ez lead locking device (lld) 518-062, but unfortunately the physician could not lock the leads in entirety due to indwelling heme. The physician was able to remove the duel coil ICD leads with a spectranetics 12fr glidelight laser sheath. The cardiac sinus (cs) lead was removed in a similar fashion. The physician attempted to remove the atrial lead with the 12fr glidelight laser sheath but was unable to get past the innominate vein due to insulation snowplow. He then utilized the spectranetics 11fr tightrail rotating dilator sheath, with the same result, and he then decided to upsize to the spectranetics 13fr tightrail rotating dilator sheath. He was able to get to the level of the pericardial inflection within the superior vena cava (svc) until once again he could not get past more insulation snowplow and calcification. He then proceeded to pull the tightrail back to the innominate/svc junction and tried to regain a better rail. This was when the lead pulled free from the svc wall with traction of the lld. Intracardiac echo was not placed at this time. At this time, the patient's blood pressure decreased by 10 points from 114 systolic to 104. Rescue efforts commenced. The physician examined fluoroscopy and noticed that the patient was developing an effusion, as well as blunted cardiogenic angles. He determined the most likely site of injury was between the intra and extra cardiac levels. The patient was stabilized and the injury repaired. Patient survived the procedure.